Event description:
It was reported that the cbcii w/quick disconnect, 1/8 inch round pvc drain & trocar would allegedly not drain properly following a bilateral knee procedure. There was patient involvement, but no adverse consequences were associated with the device. No additional blood was used on the patient such as pre-donated or bagged blood.

Manufacturer narrative:
The device is not available for evaluation and no additional quality investigation can be performed. (B)(4): the device is not available for evaluation and no additional quality investigation can be performed.